Manufacturer narrative:
H11 h3,h6 the reported device was received for evaluation. A visual inspection revealed broken lanyard. A functional evaluation revealed the device grew warm and a blade stall error message was found. It was also noted device ma was above 960. Further investigation revealed stiffness in the drive fork when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that a platinum handpiece was getting hot while being used. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.